Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was unable to begin therapy due to the fact that the patient temperature was not registering. Moved foley probe to bedside where it properly registered patient temperature. Advised they would need to locate another cable. They will contact biomed or another department. They were unsure if there were any other arctic sun devices available in the facility. Per follow up information received via phone on 08mar2026, spoke with nurse who confirmed cable was replaced and probe registered on device. Cable was disposed of.